Event description:
It was reported that during an unknown procedure there were malformed staples deployed and the legs were irregular. Changed to hand sewing to complete the procedure. No reported adverse event to patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. No incident related to the reported event was observed during the batch record review.